Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a 2.25x20mm drug eluting stent in a moderately tortuous vessel. The stent was unable to cross the lesion during multiple attempts. When the stent was removed, the struts were found to be flared. The procedure was completed with a micro driver and an endeavour stent. No pt complications were reported. Pt status is satisfactory.